Event description:
This report is being filed after the subsequent review of the following journal article: helmerhorst, g., kloen, p., (2012), orthogonal plating of intra-articular distal radius fractures with an associated radial column fracture via a single volar approach., injury., 43, 1307-1312. The purpose of this study was to investigate the radiographic and functional outcome of orthogonal plating (two plates at right angles) via a single volar approach for fixation of intra-articular distal radius fractures with an associated radial column fracture. In a retrospective study, 14 patients were followed for distal radius fractures which were repaired with a distal radius plate between december 2004 and september 2011. These patients later received an additional fragment specific radial column fixation plate. The indication for additional radial column plating was a fractured radial column process with insufficient fixation of the process with locked volar plating alone. Thirteen of the 14 fractures healed within 7 weeks after surgery. The reported problems were two implant removals were done, one patient had malposition and no other complications were observed. Additional fixation of a radial column process in an intra-articular distal radius fracture via the extended flexor carpi radialis approach using a standard volar plate and radial locking compression plate resulted in good/excellent radiographic and functional outcome. There is not sufficient information to file multiple reports.

Manufacturer narrative:
Device used for treatment not for diagnosis. Helmerhorst, g., kloen, p., (2012), orthogonal plating of intra-articular distal radius fractures with an associated radial column fracture via a single volar approach., injury., 43, 1307-1312. This report is for an unknown distal radius plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.